Event description:
Olympus was informed that during a colonoscopy, the "polyloop" became stuck inside the patient. The coil sheath was removed but the tube sheath remained lodged. The user facility did not have a loop cutter, as a result another instrument was used to remove the remainder of the "polyloop". A clip was said to have been placed on the cautery site. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that during a diagnostic colonoscopy a lipoma was noted in the colon. The user attempted to remove the lipoma with a "polyloop", but the tube sheath of the "polyloop" became stuck. A snare was used to remove the lipoma and the "polyloop". The bleeding was stopped using a clip. The patient was discharged the same day and is reportedly doing fine. The device was not returned to olympus for evaluation. The device was said to have been discarded following the procedure. The exact cause of the user's experienced cannot be conclusively determined. If additional significant information becomes available at a later time, this report will be updated.